Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The customer was unsure how it happened. The blood glucose reading was 118mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. The insulin pump received with cracked battery tube threads.